Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a leak from overflowing baths because the waste tubing was crimped causing fluid backup. The fse repaired the crimped tubing, resolving the issue. (B)(4).

Event description:
The customer reported a leak from underneath the front door of the act diff instrument. The volume of the leak was not determined and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event.